Manufacturer narrative:
(B)(4).

Event description:
It was reported that "this case appears to be related to a needle-fire malfunction. When inspected through the keyhole view, no suture was observed, and no implant was found even after cutting the suture. The procedure was completed using a new device, and there were no patient adverse events associated with this issue. The patient's condition is currently stable."

Manufacturer narrative:
(B)(4) a visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher deployed, cutter deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) deployed, suture unbuck-led, suture ferrule in place, capsular tab (CT) deployed, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as de-signed. The following discrepancies were observed: the distal tip was damaged. The damage would prevent both device insertion into and removal from the sheath and there is objective evi-dence that the device was used in a procedure. Based on this it has been determined that this damage occurred post - procedure and it will not be considered as a failure. Unsheathing pawl engaged with suture spool, shuttle engaged with needle spool, needle damaged: the needle tip is bent outward, needle damaged: the needle is broken. The needle was found to be broken ap-proximately 27.86 mm from the needle tip. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The customer report of: "no suture was observed "was confirmed. Confirmation is based on the investigation outcome of the procedure and is not indicative of a device malfunction. This investi-gation has determined that the device encountered the following failure mode: ul - needle dam-aged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "this case appears to be related to a needle-fire malfunction. When inspected through the keyhole view, no suture was observed, and no implant was found even after cutting the suture. The procedure was completed using a new device, and there were no patient adverse events associated with this issue. The patient's condition is currently stable."